Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: attended a revision total knee replacement with [surgeon] at [hospital] [date]. The original notes from the gp said the patient has a genesis knee insitu from smith and nephew. When he put the xrays up at the beginning of the procedure, I could see it was a pfc cr femur with an mbt tray and cr poly. I discussed this with the surgeon. Once explanted I could see there was a sigma 4n left cr femur, size 3 10mm curved sigma rp poly, mbt size 3 tibial tray cemented. The poly has wear on both sides posteriorly. There is also wear on the posterior aspect of the tibial tray. There was metalosis in the tissue and visible poly debris. There was extensive osteolysis of the femur and the surgeon stated that the metaphysis was ¿egg shell¿ and partially missing. He cleaned the area of debris and affected bone and an attune revision was used with metaphyseal sleeves on both the femur and tibial, with stems, and augments and a crs poly. The patient is uninsured and quotes had been done for this revision. I contacted customer service and they were unable to find the original usage as the only information we had was that the primary surgery was done in [hospital] nsw and surgeon was unknown, approximately 13-19 years ago. Photos were taken of the explants with sizes shown but no codes that were able to be used. The explants were discarded as per hospital policy. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) image 1, (B)(4) image 2, (B)(4) image 3, (B)(4) image 4. The photo investigation revealed worn patterns on the overall surface. Additionally, asymmetrical wear patterns over the back and front section on one of the condyles can be seen, while the other condyle displays wear on the front section. A small fragment of the tibial insert can be seen fractured most likely caused during the extraction process. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Although a definitive cause for wear and device failure is not established, there are many factors that could have contributed to the observed condition including the possibility of size difference between the insert and the femoral component as reported. As per sigma® primary knee system balanced surgical technique, "mobile bearing tibial insert size must match femoral component size." However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown knee tibial insert would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that the patient underwent a total knee replacement revision surgery. The patient has a genesis knee insitu from competitor. The poly has wear on both sides posteriorly. There is also wear on the posterior aspect of the tibial tray. There was metalosis in the tissue and visible poly debris. There was extensive osteolysis of the femur and the surgeon stated that the metaphysis was ¿egg shell¿ and partially missing. Surgeon cleaned the area of debris and affected bone and an attune revision was used with metaphyseal sleeves on both the femur and tibial, with stems, and augments and a crs poly. The primary surgery was done approximately 13-19 years ago. It was further reported that there was off-label usage in primary procedure. The poly size should match the femur but in this case the poly matches the tibia. There was a 4n femur insitu and a size 3 poly and a size 3 tibial tray. It should have been a size 4 poly.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.